Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced multiple insulin occlusion alarms on an ilet system after changing to an inset infusion set (23 in, 6 mm) and had persistent hyperglycemia despite standard supply-change steps; the issue resolved only after disconnecting, filling tubing until drops were observed, placing a new infusion site, reconnecting, and filling the cannula. Symptoms included sustained high blood glucose with a reported fingerstick of 385 mg/dl. Outcomes included continued elevated glucose and device alarms that prompted infusion set and site replacement. Investigation included guided troubleshooting, tubing prime verification, site change, and education, followed by shipment of replacement infusion sets, including contact detach 23 in 6 mm per patient preference. Investigation of this case revealed an insulin delivery interruption consistent with an infusion set occlusion that was alleviated after replacing the site and set, indicating a set or site-related flow restriction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/site occlusion leading to hyperglycemia.